Event description:
The reporter indicated that the patient received external defibrillation directly over the pacemaker. The back-up reset was performed and the device was programmed to vvi. The ventricular lead impedance in bipolar and unipolar was reported as high ohms. The pacing spikes were intermittent. The device will be explanted and returned for analysis.